Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 03.010.473, lot no.: 9601680, manufacturing location: (B)(4), release to warehouse date: 17.sep.2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. One percutaneous radiolucent insertion handle (03.037.112, 9609762) was returned, but had no alleged complaint, and did not exhibit damage which could have contributed to the complaint conditions. No unknown locking screws were returned. The returned parts are included in the trochanteric fixation nail- advanced (tfn-a) system and used for intramedullary fixation of proximal femoral fractures. The returned sd25/3.5mm hex screwdriver (03.010.473, 9601680) was received with its distal tip deformed, which confirmed its complaint condition and made its replication inapplicable. It was also noticed that the screwdriver was missing its nut (03.010.444.3). The returned sd25/3.5mm hex screwdriver (03.010.473, 9601680) was manufactured on 17 sep 15 and relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/ hardness testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The reporter indicated that during use the distal tip of the screwdriver disengaged from the screw head recess multiple times. It was noticed upon inspection that the screwdriver was missing its nut, which was possibly misplaced during processing. The screwdriver being used without its nut properly secured and its distal tip properly assembled, or not fully engaged within screw recesses during use, could have contributed to its tip becoming damaged. Also, if the screwdriver was used to tighten a screw into excessively dense bone, the torque it would be subjected to could have damaged its tip. The relevant dimension of the returned screwdriver could not be measured due to the post-market damage it sustained. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original surgery to treat a right femur fracture using trochanteric nail fixation- advanced (tfn-a) was performed on (B)(6) 2017. During the surgery, the surgeon was using a 8.0 mm hexagonal spherical head screwdriver with a t-handle to loosen the connecting screw in order to disassemble the tfna percutaneous handle from an implanted tfna nail. The spherical head screwdriver did not get a strong grasp of the connecting screw and as it was turned counter clock wise, there was a squealing/screeching and multiple pop sounds produced as the connecting screw threads were rubbing against the nail. The surgeon decided to use a ratchet from a different set and was able to successfully remove the connecting screw which caused a 5-minute surgical delay. Also during the same procedure, as the surgeon was inserting an interlocking screw using a t25 hexagonal stardrive interlocking screwdriver, the tip of the screwdriver disengaged from the screw head multiple times. Surgeon proceeded to successfully complete insertion of the interlocking screw using slight pressure. It was noted at the back table that the tip of the t25 hexagonal stardrive interlocking screwdriver was distorted. The patient was reported to be in stable condition. Concomitant devices reported: percutaneous radiolucent insertion handle (part# 03.037.112, lot# 9609762, quantity 1); 10 mm/ 130 degree titanium trochanteric nail fixation- advanced (tfn-a) 360 mm/ right ¿ sterile (part# 04.037.056s, lot# h394436, quantity 1). This report is for one (1) inter-lock screwdriver t25/3.5 mm hex/224 mm. This is report 2 of 2 for (B)(4).